Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, physicians attempted several times to ballooning the balloon dilation catheter, but it was unsuccessful. Balloon did not inflate.

Manufacturer narrative:
The reported event was unconfirmed. The samples were evaluated in the engineering lab. Visual inspection was completed with the use of a 0.038 guide wire. It was confirmed that the 0.38 guidewire passed freely through the hub and the shaft of the catheter. No resistance was felt upon insertion of the guidewire. Then using the balloon hub, the catheter was inflated using di water and inflation device. The balloon was inflated to 8atms and evaluated. During this evaluation, there was no leaks observed and no deformation of the balloon or balloon tip. The balloon inflated properly and as intended of the final device. The balloon was then pressurized to 30atms and no leaks, deformations or irregularities were observed in the balloon. The balloon inflated properly as intended of the final device. The hubs were also inspected during pressurized and there were no deformities or leaks discovered in the hubs of the catheter. The balloon was then deflated using vacuum in the inflation device. No obstruction or occasions were found during the deflation of the catheter. Labelling review is not required as the reported event is unconfirmed. DHR review is not required as the reported event is unconfirmed. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f, the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, physicians attempted several times to ballooning the balloon dilation catheter, but it was unsuccessful. Balloon did not inflate. Per follow up information received via ibc on 12jul2025, customer confirmed that 1 product was affected.